Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have distal tip and fiber damage, a dented outertube and damaged sidearm. This failure is confirmed not originate from manufacturing, packaging, or labeling defects. This damage is caused by contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Event description:
It was reported that during a knee arthroscopy the scope had holes in the distal tip and a damaged distal light fiber. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.